Event description:
The customer reported to customer service that the transformer to the pump in style breast pump was cracked and fell apart exposing the underlying electronics. She also stated that she tried to plug it in and received a shock burning her hand. The used ice to soothe the burn, but did not receive medical attention. She did not witness any flame or smoke.

Manufacturer narrative:
A replacement power supply was sent to the customer. Attempts to contact the customer for additional information and to obtain the defective product have been unsuccessful. Should the product be received and evaluated by qe resulting in new information a follow up reported will be filed. This issue with a damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the manufacturer to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the manufacturer to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping. This corrective action applies to transformers with a date code greater than or equal to 3912. Complaint data trending will continue to be monitored by medela quality management for investigation/CAPA consideration.